Manufacturer narrative:
The system disk was installed, system still not functioning. The ge service rep found the generator batteries were bad. The customer will order the batteries.

Event description:
It was reported that the system did not boot up.